Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was involved in a pocket infection and had migrated. Swabs from the infected pocket were taken for cultures, but the results at this time are unknown. Surgical intervention was performed to surgically abandon this rv lead. There were no additional adverse patient effects reported.